Event description:
Patient reported "silicone rupture". This record is for the right side. Device remains implanted. Unknown if device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.